Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse turned on system and arm 4 collided with arm 3 and arm 4 was stowed way too close to arm 3. Fse troubleshooted and replaced the proximal set up joint (psuj). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The psuj was analyzed and found to in remotefe, the 319 error was found indicating a node does not present at startup, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a golden system and the unit started up in normal mode without triggering any errors. Left unit idle on system to see if error will trigger, no error was produced. The unit was then installed onto a patient side cart (psc) fixture test platform (pftp) and the unit passed all applicable test. The complaint was confirmed based on the field evaluation and failure analysis, which indicates that the device may have contributed to the customer reported issue. The axes controller setup (acu) printed circuit assembly (pca) was found to be the potential root cause of the reported event.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the set up joint (suj) due to the error. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The suj was analyzed, and this unit was returned and in remote, the 319 error was found indicating a node does not present at startup, confirming the fault occurred in the field. Failure analysis was able to conclude that the axis control set-up (acu) printed circuit assembly (pca) was found to be the potential root cause of the reported event. .

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer called an isi technical support engineer (tse) and reported that they are getting 319 faults on the universal surgical manipulator (usm) 3 again. Site tried multiple power cycled multiple times and fault continuously returned. By the time customer called into technical support site opted to move forward with case, disabling usm 3 and using usm 4. While gathering information regarding the issue, customer stated wanted to know if system was under warranty and wants a new patient side cart (psc). Tse informed customer that they would escalate issue to field service manager (fsm)_. Tse notified technical support manager (tsm) who then informed fsm. Reviewed live logs after fse replaced the proximal suj. No errors found during log review. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: no additional information is available for patient demographics or any information regarding the reported event.